Event description:
A tissue processing issue was identified, affecting a subset of pathology cases. This led to tissue processing/fixation issues. Several tissue samples were affected; however, three cases remained suboptimal for reading which affected patient care. These cases either require a change in treatment plan or a second procedure to obtain additional tissue samples.